Manufacturer narrative:
Product ID 3998, lot# v009630, implanted: 2006-(B)(6), product type lead product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type extension product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-29, lot# n185094, implanted: 2010-(B)(6), product type accessory. (B)(4).

Event description:
Additional information reported the patient¿s extension was explanted due to open connections and a fracture.

Event description:
It was reported that the patient experienced no stimulation sensation following a fall. It was stated that approximately one month prior to the report, the patient slipped and started to fall forward but fell backward on her bottom and implant site. It was reported that the stimulation started to work only intermittently and positionally, and the next day after the fall the patient stopped feeling any stimulation even after increasing the amplitude. It was stated that the patient did go to the hospital that day and was diagnosed with a strained back, knee, torn ligaments/strain in hand and concussion. It was also reported that the patient told the reporter the battery in her stimulator "went out." It was stated that the last time the patient's battery went out "someone came over and recharged or replaced her battery," however, the patient had a non-rechargeable ins (implantable neurostimulator) and it would involve surgery to replace the ins. Almost two weeks later it was reported that there were high impedances, > 3600 on all contacts. It was stated that it was planned to troubleshoot intra-operatively to find disconnect with a possible lead/extension/ins revision/replacement. Patient status at the time of this report was noted as alive with no injury/no adverse event. Patient symptoms/complications were less than 50% therapy relief at the extension and lead locations. Three days later it was reported that lead revision was scheduled for (B)(6) 2013. Ins pocket was opened and mltc (multi-lead trialing cable) showed still all open connections (>10,000 ohms). After opening mid-line spinal incision where the lead connected to the extension, disconnecting the extension from the lead, and connecting the lead directly into mltc, all connections were within normal range, so it was decided to replace the extension. When removing extension, a fracture near its proximal end could be seen. After the replacement, all connections were within normal range. It was stated that the patient was doing well post-op with good stimulation. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Final device analysis of the extension revealed the following: all conductors were broken 8.5 cm from the proximal end of the extension.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was reported that the device would not come on.